Event description:
The customer reported while running an hcv assay, using a hand held intermec barcode wand, read a sample barcode incorrectly. No death or serious injury was associated with this event. The customer declined service and/or replacememt of the barcode wand. The customer reported that it was working as expected.